Manufacturer narrative:
Evaluation summary: this condition reported has been confirmed on the single, opened device returned. This device had two cannulae trapped between the hub and the shield. The condition has been identified as a double cannula which occurs when a cannula falls from the cannulator wheel during assembly and remains attached to the side of the next needle hub. Double cannula occur at a very low frequency and in-process inspections of this lot did not indicate any defects of this type. In additional a review of complaint files for this lot did not reveal any other reports involving this condition.

Event description:
Nurse injected botox using the subject needle. Medication had previously been drawn up using another needle; and this needle had been put on filled syringe. After injection, nurse stuck herself on the hub of the needle. When she turned it around, she noticed needle shafts protruding from the side of the hub. Pt is well known to account, agreed to be tested for (B)(6) and (B)(6). Lab results returned negative.